Event description:
Philips received a complaint from the customer on the v60 ventilator indicating that the device is out of range, getting a check vent machine pressure sensor autozero failed message. The device was being used to create a treatment plan for respiratory assistance. There was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported issue. The rse provided the customer with the following steps to follow. 1. Verify pin alignment between solenoids and the data acquisition (da) printed circuit board assembly (pcba). 2. Replace the proximal auto-zero solenoid (sol 2 and sol 4). 3. Replace the da pcba. The customer was provided the parts ID for the solenoids and da pcba. The investigation is ongoing.

Manufacturer narrative:
Multiple attempts have been made to try to obtain further information about this case, but no response was received from the customer. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.